Manufacturer narrative:
Per the field service representative (fsr) the user facility said after troubleshooting the hlm base went on ac and was used with no issues. The fsr could not replicate the issue but the pump did have a red battery condition. The logs determined that the hlm had not been turned on for two weeks, leaving a red battery condition. Not enough time was given for the hlm to switch from battery to ac power before toggling breakers and unplugging the unit again. Once the hlm was plugged in, it was release tested successfully and was able to fully charge. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) battery was not switching to alternating current (ac) after the battery test and had a red condition. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per log review: the log showed the system was powered off from on (B)(6) 2021. That is enough time to cause the battery capacity to be reduced and cause the light emitting diode (led) to be red. The log also showed that the system was unplugged and switched to battery backup. There are indications that the system was plugged in and unplugged again before the system completely switched to alternating current (ac) power. There was a built in delay to prevent the system from switching to ac power before ac power was stable. The log confirms what the field service representative (fsr) reported. There is no indication in the log of an actual hardware issue on the system. The log does confirm what was reported but also indicates the system was behaving properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.